Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the guiding part was separated. The 100% stenosed target lesion area was located in a moderately calcified superficial femoral artery. A 7f guidezilla ii pv, catheter guide extension was selected for use in a percutaneous transluminal angioplasty. During removal, it was noted that the guiding part got separated. The connecting part remained in the sheath and was collected without remaining in the patient's body. The procedure was completed with the original device. No patient complications reported. It was further reported that the collar of the device was stuck with the non-bsc guiding sheath and the collar was separated upon removal. The device was removed together with the non-bsc guiding sheath. No consequence to the patient's conditon.

Manufacturer narrative:
E1: initial reporter city: (B)(4). Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation at the shaft/collar area, collar damage and tip damage (flattened). Inspection of rest of the device did not find any other damage or defect. The outer diameter (od) of the distal shaft was measured with a calibrated laser micrometer and was within specification. Review of the product specification indicates the 7f guidezilla ii is compatible with a 7f or greater guide catheter. The reported information indicates the 7f guidezilla was used with a 6f guide catheter; therefore, there is indication of a compatibility issue. No other issues were identified during the product analysis.

Event description:
It was reported that the guiding part was separated. The 100% stenosed target lesion area was located in a moderately calcified superficial femoral artery. A 7f guidezilla ii pv, catheter guide extension was selected for use in a percutaneous transluminal angioplasty. During removal, it was noted that the guiding part got separated. The connecting part remained in the sheath and was collected without remaining in the patient's body. The procedure was completed with the original device. No patient complications reported. It was further reported that the collar of the device was stuck with the non-bsc guiding sheath and the collar was separated upon removal. The device was removed together with the non-bsc guiding sheath. No consequence to the patient's conditon.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the guiding part was separated. The 100% stenosed target lesion area was located in a moderately calcified superficial femoral artery. A 7f guidezilla ii pv, catheter guide extension was selected for use in a percutaneous transluminal angioplasty. During removal, it was noted that the guiding part got separated. The connecting part remained in the sheath and was collected without remaining in the patient's body. The procedure was completed with the original device. No patient complications reported.